Event description:
Customer reported to baxter (B)(4) of a clearlnk extension set in which customer noticed set pulling apart from unknown location on the set. The reported condition occurred during patient use. It is unknown for how long the device was in use/attached to patient before the reported condition occurred. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.